Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was 450 mg/dl. Customer went to the emergency room for the elevated bg. Customer was released 4 hours later. Customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.